Event description:
It was reported that multiple undefined alarms occurred. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.